Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: local reaction, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old asian female patient underwent a breast augmentation revision surgery with a right-sided 450cc mentor memorygel breast implant and a left-sided 475cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of the right breast prosthesis, which was confirmed via ultrasound. The patient reported experiencing pain, swelling, and a change in the shape of her right breast. The patient was diagnosed with baker grade IV capsular contracture of the left breast. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-15722 for the contralateral event.

Manufacturer narrative:
On january 24, 2023, mentor received additional information. Mentor became aware that the patient's implants were replaced with 550cc mentor memorygel breast implants. The patient reported that she experienced trauma to her right breast prior to the rupture of her prosthesis. The patient experienced capsular contracture of an unspecified baker grade in the right breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received the device for evaluation. On (B)(6) 2023, mentor completed a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).